Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the insertable cardiac monitor (icm) exhibited an undersensing. The patient was subsequently evaluated in the emergency room, where an electrocardiogram and troponin levels were obtained. No interventions were reported, and the patient did not experience any adverse consequences.